Event description:
Multiple rns reported insulin pen needles are leaking and it is possible patients are not receiving the full dose of insulin.

Event description:
Multiple rns reported insulin pen needles are leaking and it is possible patients are not receiving the full dose of insulin.